Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling the cartridge with approximately 200 units of insulin. The customer reloaded the cartridge and the fill estimate did not correct. As the customer did not have any more insulin available to load a new cartridge and due to a sinus infections/new year's celebrations, the customer reverted to using insulin injections to manage diabetes. The customer was to meet with a clinical diabetes educator to discuss the event. The customer's blood glucose level was 198 mg/dl.